Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On february 25, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.

Manufacturer narrative:
On 25th feb 2025, the user informed senseonics that user's cgm showed results that were different from glucometer measurements. Based on initial escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the dms data revealed optical instability in the signal, reference channels.this observed instability likely contributed to the observed sensor inaccuracies.as part of resolution, a return material authorization was issued for sensor replacement. B4.date of this report 23 may 2025. G3.date received by the manufacturer? 23 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.